Manufacturer narrative:
Hfid # (B)(4): the investigation identified a potential false negative in the lad. This was due to analyst error; after the initial analysis was delivered, a second analysis during the investigation resulted in a decrease in the distal ffrct value from 0.84 to 0.67 on the lad. Heartflow will be informing the ordering physician of the investigation results.

Event description:
On (B)(6) 2019: an ffrct analysis was ordered and results indicated the distal ffrct value of 0.84 on the lad. On (B)(6) 2019: a case review was held with the physician and heartflow personnel. During the case review the physician leading the review provided information that a patient who had received an ffrct analysis on (B)(6) 2019 and results interpreted as "negative" was admitted to the emergency room for chest pain at a neighboring hospital. The physician indicated that they read the initial computed tomography (CT) scan as 50-70% stenosis in the proximal lad and 50-70% stenosis in the mid-lad. The patient received another CT scan at the emergency room. The patient was discharged from the emergency room, and referred for cardiac catheterization. The patient is under the care of the neighboring hospital physicians. On (B)(6) 2019: follow-up with the physician was performed to discuss this case to confirm the details provided during the case review. The physician noted they will request a copy of the CT scan and cardiac catheterization from the neighboring hospital. On (B)(6) 2019: follow-up with the physician was performed to obtain additional information including the sequence of events and the physician confirmed it is being worked on.